Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. A v-18 control wire was used in an angiographic procedure. However, during procedure, the wire tip came off and remained inside the patient's body. The procedure was completed with another v-18 control wire. No patient complications were reported.